Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
The customer reported that the cs300's intra-aortic balloon pump (iabp) batteries failed during transport. The iabp was switched out with another iabp and therapy continued. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the alleged malfunction. As a preventive measure the stm replaced the batteries. The stm then performed full functional and safety checks and returned the iabp to clinical use.

Event description:
The customer reported that the cs300's intra-aortic balloon pump (iabp) batteries failed during transport. The iabp was switched out with another iabp and therapy continued. No patient harm, serious injury or adverse event was reported.